Event description:
We received an allegation of discrepant results for 3 patient samples tested for either igg-2 or iga on a cobas 6000 c501 module. Patient 1 initial igg-2 result was 10.3 g/l. The sample was repeated twice with results of 3.1 g/l and 10.1 g/l. On (B)(6)2024 patient 2 initial iga result was 1.32 g/l. The sample was repeated twice with results of 0.43 g/l and 1.36 g/l. On (B)(6)2024 patient 3 initial igg-2 result was 25.5 g/l. The sample was repeated twice with results of 34.5 g/l and 34.9 g/l.

Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided. On (B)(6)2024 the field service engineer (fse) removed and checked reagent and sample syringes, cleaned the sample and reagent lines, replaced the sample and reagent probes, and replaced the slider and bearings of the sample arm. Precision testing was performed. On (B)(6)2024 the fse returned to the customer site and replaced the ultrasonic mixer. The fse adjusted the frequency levels and checked the cuvette mixing functionality. Qc was acceptable. The service actions (replacing the ultrasonic mixer) resolved the issue.